Event description:
It was reported that the original simplify disc implant surgery was done on (B)(6) 2026. On (B)(6) 2026 the surgeon explanted the simplify disc due to kyphosis and subsidence and performed an anterior cervical discectomy and fusion.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.